Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU): other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation (exact date unknown) and the patient was discharged home. Sometime post ablation the patient acquired an infection and was treated with antibiotics. The patient underwent a hysterectomy. We have been unable to obtain additional information surrounding this event.